Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Additional information indicated that the patient did not have concerns with the device or therapy.

Event description:
It was reported that the patient experienced "a twinge, electrical charge" on the left groin area of the buttock. It was stated that this had been happening for a few months at the time of the report and it was happening during the report. Her implant had been off since one day prior to the report, no problem with the implant or paresthesia was stated. It was reported that there were no changes in stimulation/paresthesia and that her implant was working great, she just wished it covered her upper back, at the time of the report it just covered lower back. It was stated that this feeling was occurring with stimulation off and there were no changes in neurostimulation system therapy. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.